Event description:
It was reported that the patient experienced phrenic nerve stimulation due to the left ventricular lead. The lead was reprogrammed and remains in use. The patient was a participant in the (B)(6) study. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product : unk competitor implantable tachy lead. (B)(4).